Manufacturer narrative:
B3: date of event estimated since unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. On the six (6) week post implant the patient had a follow-up transesophageal echocardiography (tee) and the physician noticed a device related thrombus (drt) on the face of the device. The patient was taking dual anti platelet therapy (dapt) during those six weeks, but was switched to anticoagulation medication eliquis + aspirin after the drt was noted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. On the six (6) week post implant the patient had a follow-up transesophageal echocardiography (tee) and the physician noticed a device related thrombus (drt) on the face of the device. The patient was taking dual anti platelet therapy (dapt) during those six weeks, but was switched to anticoagulation medication eliquis + aspirin after the drt was noted.

Manufacturer narrative:
B3: date of event updated with additional information received.